Event description:
Complainant alleged that the clinicians were attempting to cardiovert pt who was presenting an atrial fibrillation heart rhythm. During the cardioversion the pt was administration one 360 joule shock, but the anterior electrode arced. The pt heart rhythm was converted to a sinus rhythm. Upon the removal of the electrode from the pt a round outline of the electrode was present on the pt's chest. The pt's burn was treated with silver sulfadyne. There were no add'l adverse effects on the pt as a result of the reported malfunction.